Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they had issues with their infusion sets. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 123mg/dl. The customer's levels had been as low as 31mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.